Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the reported issue.

Event description:
Consumer's boyfriend called on her behalf to report that she had a hospital stay where she had toxic shock syndrome due to tampon pieces that were stuck inside her body from the tampons falling apart.